Event description:
It was reported that during a gastrectomy procedure, it was observed that the device did not fire and got stuck. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 07/02/2025 d4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with a gst45b reload present. The batch number on the device showed that the device was expired as of 2021. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The reload was received partially fired 1/4. The partially fired is consistent with an incomplete or interrupted cycle. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was tested for functionality in the articulated position with a returned reload and achieved its complete firing sequence without any difficulties noted and the device opened and closed as expected. The staple line and cut line were complete and the staples met the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number r59947, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.